Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was investigated at the manufacturing site and found followings; [investigation results] it could not duplicate the reported phenomenon and checked follows; -image confirmation: normal image was displayed. There was no change in the image even if the video connector, video cable, and universal cord were swinged, or it was angulated the bending section. -to check the condition of the electrical contacts of the video connector: foreign material was seen to adhere. -to check the image while energizing for about one hour: normal image was displayed and there was no abnormality. -to check the image while heating the internal printed circuit board of the video connector: normal image was displayed and there was no abnormality -to check the image while warming the distal end: normal image was displayed and there was no abnormality. -to check the assembled state such as wiring of the printed circuit board inside the video connector: no abnormality. -to check the inside the bending part : there was no disorder in the arrangement of internal components, and there was no abnormality. -to check the appearance condition of the image sensor unit cable: the was no abnormality. -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomenon could not be identified. [Consideration] it could not duplicate the reported phenomenon. But it presumed that there was the foreign material in the electric contact part of the video connector of the subject device, the communication between the electric contact part of the video processor and the electric contact part of the video connector may have become temporarily unstable. Alternatively, the malfunction may have occurred due to damage to the internal printed circuit board of the video connector. The possible causes for the damage to the internal printed circuit board of the subject device are as follows. -since the relevant components have not been repaired for more than 3 years since the subject device was purchased, the electronic components such as ic or the capacitors have deteriorated over time due to repeated energization stress. -the video connector was plugged in and unplugged while the system was turned on, causing a temporary overcurrent. -static electricity was applied to the electrical contacts of the video connector. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus service operation repair center (sorc). But it could not duplicate the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was disappeared at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.